Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low to 48 mg/dl. The customer treated with food. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin that was shown on the status screen. The customer was advised to monitor the insulin pump and discuss the possible causes of low blood glucose with a health care professional. The insulin pump was not replaced ore returned for analysis.